Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy procedure they had been using the ft10 generator and a lf1637 ligasure and advised that every tissue bundle or vessel attempted to be sealed bled uncontrollable. The customer continued to use the device throughout the case and performed multiple seals to achieve hemostasis. Less than 500 mls of blood loss was reported. There were no regrasp alarms that the customer was aware of and end tones were present after each cycle.